Manufacturer narrative:
Returned for evaluation was a solero probe. The probe was connected to the lab testing generator. The device was recognized, and the pump was activated. Test ablations were performed, in which no issues were noted. The probe functioned as intended. The customer's reported complaint description cannot be confirmed. The returned probe passed functional testing at both 60w and 140w. The complaints lab does not have the ability to test for electrical interference as this is likely related to equipment used during the procedure suite. The complaints technician was able to test the device at 60w and 140w, and each setting had normal output power, 54-56w and 133-137w respectively. Holding the small gallipot in the hand while activating the device may be the source of the tingling in the technician's hand. Placing the pot on a table for testing would be advised. Root cause of the electrical shock is likely related to this user handling of the gallipot and not a malfunction of the probe. The solero device has not been shown to create electrical interference with other medical machinery. It may be that some of the equipment lines were crossed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a 14cm solero applicator. During applicator testing, an ir technician was holding the applicator handle in the right hand and a gallipot with saline (40-50mls) in the left hand. The testing started, and the operator felt fluid heating quickly and felt electrical tingling/brief shock in their left hand. The doctor who noted this electrical event, was not injured at all and noted this as a "small jolt or electrical buzz" rather than an electric shock. No treatment was required. After testing he continued with the procedure, and using the device until he tried inserting the applicator into the patient and the anaesthetist noted the ECG interference. The testing was completed and ECG normal sinus rhythm was established. The applicator was inserted 2-3mm sc into the patient's skin, and anesthetist saw ECG noise in the ECG where the qrs disappeared. This continued for 2 minutes. The applicator was then removed and reinserted 2-3mm and ECG noise occurred for 3 minutes, but the qrs was visible. The anesthetist and ir technician were not happy. A second applicator was tested successfully, inserted into the patient's liver, and 2 ablations were performed at 140w x 6 minutes. There was low level noise on the ECG but the procedure was continued, and completed successfully. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident it was indicated the reported device is available for return to the manufacturer for a device evaluation.